Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a black, round, hard particulate matter (pm) partially embedded inside the patient line tubing. The reported condition was verified. The source of the particulate matter was determined to be intrinsic to the manufacturing process and likely from pin buildup of burnt plastic material broken off that occurred during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was found inside the tubing of an amia automated pd cycler set; the particulate was further described as "either a black bug, piece of metal or dried blood ". This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.